Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure. All device components were removed and were not returned. No device malfunction suspected.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 19058932/19058932.